Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the physician will continue to monitor the patient via the remote home monitoring system

Event description:
Boston scientific received information that two and a half years ago the single coil right ventricular (rv) shocking lead impedance (sli) started to rise from 50 ohms to 81 ohms and has continued to increase over time but was never out of range. Ten months ago defibrillation threshold (dft) testing was electively performed where rv coil to can and had sli of 67 ohms. At that time they changed shock vector to rv coil to can. In the four months following the dft test, the rv sli started to rise again and registered at 118 ohms. There has been no other rv lead measurement issues and no noise. Boston scientific technical services (ts) was consulted and discussed that single coil leads can yield higher impedance measurements. Currently the remote home monitoring system issued an alert for high out of range shock impedance measurement. Review of the data showed another out of range measurement. The field representative would discuss the situation with the physician. At this time the product remains in service. No adverse patient effects were reported.